Manufacturer narrative:
Follow-up #1: date of submission 02/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/27/2016 with the following findings: investigators were unable to duplicate the original complaint; investigation revealed an intact keypad with fully responsive keypad buttons. Upon removal of the keypad cover, no contamination was found under the contacts. The pump was opened up and the keypad flex was found to be fully seated in the connector. There was no evidence of internal moisture. Unrelated to the original complaint, the battery compartment was noted to be cracked. In addition, the audio bolus button cover was damaged and punctured; however, the audio bolus button was responsive during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok keypad button was under-responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.